Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Reporter phone: (B)(6). (B)(4). Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional complaint was received from this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to being stuck in the cartridge and having the trailing haptic break during implantation. The surgeon provided that the surgery was delayed by 15 to 20 minutes as the lens was removed and replaced with a different type of lens (3 piece iol) during the same procedure; however, there was not enough support to implant the 3 piece iol which the surgeon ended-up not implanting. The surgeon reported that the incision was enlarged and patient required an unplanned vitrectomy as well as sutures; patient treatment was incomplete as patient was left aphakic and will go through a secondary procedure for suturing an iol to the sclera. Patient status was provided as temporarily impaired. Patient did not seek medical attention. No further information received.